Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer delivered a test bolus, while disconnected from the pump, and observed insulin dripping out of the infusion tubing during the bolus delivery and no occlusion alarm declared. Insulin deliveries were resumed after delivering the test bolus. The customer experienced a blood glucose (bg) level was 355mg/dl and moderate levels of ketones. A manual injection was administered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.